Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. Several led segments were unable to illuminate. The device was able to obtain readings and alarm when parameters were breached. Internal inspection revealed the led segments on the system circuit board had multiple open circuit nodes. The failure was isolated to the open circuit nodes on the system circuit board. A service history record review reveals this unit has been in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
The customer reported: "the display has some segments that will not light." No patient impact or consequences were reported.